Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had exposed wires. The event occurred during reprocessing. There was no harm and delay in the event.

Manufacturer narrative:
(B)(4). On (B)(6) 2019, it was reported that the unit had exposed wires. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) twelve times as documented in the repair reports. The last repair was october 5, 2016 where it was reported that the device was not working properly and the power cord assembly, switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Product review of the electric dermatome on february 7, 2019 revealed that the wires were exposed coming out of the device. The motor ran erratically and the head was damaged. The calibration was out of specifications at the zero setting only and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on february 7, 2019 which included replacement of the eccentric shaft assembly, seal and strain relief, o-ring, plug harness assembly, switch, motor, machined head, reciprocating arm, bearings, and spring seal. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the wires were exposed coming out of the device. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the wires were exposed coming out of the device. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.